Event description:
Procedure performed: gastric sleeve surgery. Event description: hospital: [hospital name]. Doctor mentioned that he was doing a procedure for a patient about a month ago and they did not realize that something happened to the patient until after the treatment. The patient was bleeding and they had to reopen the patient after the procedure. Type of intervention: reopened patient after procedure. Patient status: patient was bleeding after procedure; currently the patient is fine.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no documentation was identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level corrections were performed for sections b2 and h6.

Event description:
Procedure performed: gastric sleeve surgery. Event description: doctor mentioned that he was doing a procedure for a patient about a month ago and they did not realize that something happened to the patient until after the treatment. The patient was bleeding and they had to reopen the patient after the procedure. Additional information: bleeding was not observed immediately after the jaws were removed from tissue. Bleeding did not occur until after the procedure. The bleeding was resolved by opening and then sewing the patient back up. The tissue type/anatomy and thickness/size being sealed when the bleeding was observed was obese. The doctor said the patient had a bleeding disorder. The jaws of the device were cleaned during the procedure. Type of intervention: reopened patient after the procedure. Patient status: patient was bleeding after the procedure; currently the patient is fine.